Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). The suspect front panel hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was not working and showed signs of delamination on the screen. The reported issue occurred while in use with a patient, however there was no harm to any patient or clinician in association with the reported complaint. The customer determined that there was no response from the front panel due to fluid damage. The reported issue was resolved by replacing the front panel.